Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the customer is right at the 450 weight capacity and the seat upholstery is stretched out.